Event description:
Normal control result of 293mg/dl was high out of range by more than 40mg/dl. Normal control range is 108-150mg/dl. No further information available because customer disconnected call.

Manufacturer narrative:
Customer disconnected call and further information not obtainable.